Event description:
Pt on "ifc premod" to both shoulders with small round pads. Pt felt strong zap followed by another one several seconds later. Machine shut down automatically. No adverse effects to pt, just felt scared.